Event description:
A caller reported a malfunction on a pump that occurred after the device was dropped. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.